Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Rw gmbh considers this MDR open. A follow up report will be submitted when new information becomes available.

Event description:
After an hour turp bipolar surgery, the case was almost finished. When they were going to use elick to remove the residue of prostate, they found a black metal crack inside the prostate. They removed the inner sheath and checked, they found the whole tip of the inner sheath was gone. They examined inside the bladder, the tip has been broken into 2 pieces, they used a forceps to grasp and try to remove from patient, however, as the urethra of patient was very narrow, the grasper did not have enough force to remove it. Finally, it took almost 1.5 hours to remove 2 pieces of metal from patient and it should be a complete broken parts removed.